Event description:
It was reported that the patient experienced withdrawal symptoms. The patient was given an incorrect refill date and the pump was empty for 3 days before the patient¿s appointment. The patient did not recognize that the very low electronic noise that she heard while using the bathroom was the pump alarm. It sounded like it was coming from her tv (television) which was on in another room. The patient had surround sound on her tv. Every time a phone or doorbell rang on a show, it sounded just like it was her phone or her door. It never occurred to her that it was her pump since she had never heard it before and she had always expected that it would be a much louder sound. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4); product type catheter. (B)(4).